Event description:
Subsequent to the initial medwatch report, additional information indicates that the delay in the procedure was not related to the rx promus. Additionally, there were no patient complications due to the inability of the stent system to advance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported failure to advance appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the left anterior descending artery, a 2.75x18 rx promus stent system could not cross the lesion. The device was removed from the anatomy and a 3.0x23 promus stent system was used to successfully treat the target lesion. There was no adverse patient effect. The inability of the stent system to cross the lesion contributed to a delay in the procedure. Though requested, additional information was not provided.